Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Subsequently, the patient underwent a revision procedure and both product were removed from service. The crt-d was explanted and the right ventricular (rv) lead was surgically capped and abandoned. No additional adverse patient effects were reported.